Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. Observed low / marginal flow. Replaced flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill, water stopped midway up fill tube, there was a failed circulation pump. System hours were 5000, requested a quote for 2000-hour service. Per sample evaluation results on (B)(6) 2024, it was determined that the ac cca card and power module has degraded due to electrical overstress and observed low/marginal flow.